Manufacturer narrative:
The maryland bipolar forceps underwent failure analysis (fa) which did not replicated nor confirm the customer reported complaint of broken forceps. Additional observation not reported by site: the instrument was found to have a lodged component between the grip cable and the force yaw pulley.

Event description:
It was reported that during a da vinci assisted procedure, some wires on the maryland bipolar forceps instrument were catching tissue from the start of the procedure. No fragments fell into the patient, and the procedure was completed robotically.

Manufacturer narrative:
Updated b3 based on additional information received from the customer.

Event description:
Refer to h11 for follow-up information.